Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The articular surface was returned and tech evaluation exhibits the dovetail feature is slightly flared. There is no evidence of compression. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. As there is no evidence of compression on articular surface dovetail, the root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that surgeon was not able to insert the articular surface after few attempts. Another articular surface was used to complete procedure.